Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to infection. Additional information received indicates that the device had eroded through the patient's skin and the system was explanted for infection. There were no additional adverse patient effects reported.